Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the lancet is not retracting on his softclix device. Stated the lancet would seat properly and when the device was fired, the lancet would protrude from the end cap and not retract. No adverse event alleged. Device not available for return. Lot not provided.